Event description:
The third party service agent contacted physio control to report that their customer device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to an electrically shorted integrated circuit, between pins 25 and 23 on pcb-mounted jack connector j31 through holes.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the interface pcb assembly, proper device operation was observed though functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device evaluated by the third party agent.

Event description:
The third party service agent contacted physio control to report that their customer device would not power on. There was no patient use associated with the reported event.